Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the coupling screw head broke off while inserting the helical blade, the shaft part was stuck in the helical blade inserter. Broken piece was retrieved and procedure was completed with no adverse effect to patient. This file is on the helical blade coupling screw (p/n 357.377). This is report 1 of 2 for this event.